Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired in their home. The patient was found asystolic and rigor mortis had set in. It is believed that the patient went to sleep on batteries, the batteries died, resulting in loss of power to the pump. There was no way for the site to confirm cause of death since the patient died at home and equipment has not be received to interrogate. The device will not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the patient depleting both the external batteries and the controller¿s internal backup battery could not be confirmed as no log files were provided for review. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and the reported patient outcome could not conclusively be established through this evaluation. It was reported that the patient was found unresponsive at home. The patient was found in asystole and rigor mortis. The cause of death was unknown, but it was believed that the patient went to sleep on battery power and the batteries depleted, causing the pump to stop. The account communicated that as far as they know, the device operated as intended. The pump will not be returned for evaluation. The relevant sections of the device history records for (B)(6) reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 17dec2012. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of this IFU lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. Section 3 ¿powering the system¿ provides important information regarding the heartmate batteries, including ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. Additionally, section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to such events. Furthermore, the IFU explicitly states, "a patient should sleep or plan to sleep only when connected to the power module or mobile power unit (mpu). If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion." The heartmate ii lvas patient handbook, is also currently available. The section titled ¿how your heart pump works¿ outlines battery charge level, battery power gauge display, and visual and audible alarms. This document instructs that if either the yellow diamond or the red battery illuminate, immediately replace the depleted batteries with a fully-charged pair, or switch to the power module or mpu. This section also indicates that the power module or mpu should be used for power while the user is indoors relaxing and always when sleeping (or when sleep is likely). The user must connect to the power module or mpu when sleeping; otherwise, the alarms may not be heard. Instructions for exchanging batteries and switching power sources are provided in section 3 powering the system¿. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms and the proper actions associated with them, including the low battery power and no external power alarms. The handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.